Event description:
When the solar 9500 is networked into a central information center (cic device), selection of "silence alarm" by the technician monitoring the cic will cause other solar 9500's to enter "alarm pause." Alarm pause is a five minute period during which alarms will be detected and displayed visually at the 9500 and the cic, but the audible tone will be silenced. Reporter's evaluation of this condition has established that it will occur only when a certain and uncommon display configuration is set up on the cic, and then it will occur only when the monitoring technician has activated the "silence alarm" command. The cic and solar 9500 indicate visually to the monitoring technician that they are in alarm pause mode. The fact that the monitoring tech has to have selected alarm silence indicates that he or she is present at the cic to observe any alarms that may occur.